Event description:
The defibrillator lead was implanted in 2001 and explanted 6 months later because of ventricular oversensing and inappropriate shocks. During the explantation procedure, a lead insulation defect was observed.